Event description:
This spontaneous case was reported by an other and describes the occurrence of surgery ("operated") in about ten female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent surgery (seriousness criteria medically significant and intervention required). At the time of the report, the surgery was resolving. The reporter provided no causality assessment for surgery with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: surgery: the analysis in the global safety database revealed 9 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the other is not possible. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 27-oct-2017 for the following meddra preferred term: surgery: the analysis in the global safety database revealed 9 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.